Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument's tip joint broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 03/09/2026: the instrument did not have a dislodged/loose instrument grip/clevis/pivot pin. The distal end of the instrument did not break off or detach completely from the instrument, but when the customer tried to remove the instrument from the trocar, they couldn't because it was bent at the wrist and wouldn't straighten, so they had to cut the tip off to remove it from the trocar.